Manufacturer narrative:
Additional data: b2, b5, h6. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Physician's office later reported a baker grade ii for the right side device. There are currently no reportable events against device on record.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Healthcare professional reported a right side no complaint against the device. Healthcare professional later reported capsular contracture baker grade unknown. Healthcare professional later reported baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b3, b5, d4.